Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had battery replacement on (B)(6) 2026 patient went home after observation and recovery in pacu and later in the evening returned to the hospital ER. An MRI was done monday and concluded there was a stroke. There was nothing to indicate anything went wrong during the replacement procedure and impedances were within normal limits. It is unknown if the issue has been resolved. Manufacturer representative (rep) indicated that the healthcare provider (hcp) has no more information to provide